Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: a modified surgical technique and new reamers were released in (B)(6) 2010 by zimmer for the tm humeral shoulder system which requires reaming 1mm larger than the intended implant size. The new reamers and surgical technique were released as part of the corrective action issued in (B)(6) 2010. Depending on bone quality and anatomy, the amount of press fit may be less than desired in some situations. This is a scenario that was anticipated during the preparation for and implementation of the aforementioned corrective action. The risks associated with humeral stems fitting loose are significantly lower than when stems fit tight. With the info provided the exact cause cannot be determined with certainty. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the surgeon reamed per surgical technique for corresponding trial and stem size. The depth of the reamer was carefully monitored. When the stem was inserted it was very loose. As a result, the surgeon proceeded to cement the stem in place.